Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was recommended for replacement. No report of patient involvement. Date of incident unknown at time of MDR filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported an error stating that ventilation was not available. There was no report of patient involvement.

Manufacturer narrative:
Per engineering review, the reported message "ventilation not available" is a normal message when the relief valve portion of the system checkout will not pass prior to the ventilator being turned off. The user cannot go into therapy mode. This failure prevents use of the device. This was not a reportable malfunction. Per engineering review, the reported message "ventilation not available" is a normal message when the relief valve portion of the system checkout will not pass prior to the ventilator being turned off. The user cannot go into therapy mode. This failure prevents use of the device. This was not a reportable malfunction.